Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective x-ray controller pcb that was replaced and upgraded to a generator interface pcb. The fluor functions pcb was also replaced. Calibration files were re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not boot correctly. The workstation would initialize, the mainframe c-arm would not boot up.